Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that the bd micro fine¿ + pen needle failed to deliver medication during use. The following information was provided by the initial reporter: "according to the user's report... The drug solution did not come out.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro fine¿ + pen needle failed to deliver medication during use. The following information was provided by the initial reporter: "according to the user's report... The drug solution did not come out".